Manufacturer narrative:
Retainer ring: clear. Customer returned pump for an alleged stuck button alarm found on (B)(6) 2021. The pump passed the displacement test, however failed the self-test due to a pump error 63 alarm. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarm found in the history files or traces. Pump error 63 was found in the history file on (B)(6) 2022 at 07:14:04, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 4, pin 5, and pin 6. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer, partially detached retainer, keypad overlay texture damage, cracked case on corner of belt clip rails, cracked battery tube threads, cracked keypad overlay, cracked reservoir tube lip, broken reservoir tube lip, scratched case and pillowing keypad overlay. Customer allegation of keypad unresponsive / button error alarm not confirmed. Pump error 63 confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 4, pin 5, and pin 6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the insulin pump had a keypad anomaly. The customer stated that there was no response from any button and minutes changes. Customer's blood glucose level was unknown at the time of incident. The customer could not recall any significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back up plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.